Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Broach handle is loose. Once broach or any attachment is put on device, it does not seem to lock tightly as it should. No broken or missing pieces. There was no patient consequence or surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : broach handle is loose. Once broach or any attachment is put on device doesn¿t seem to lock tightly like it should. Basically it¿s lived its life. No broken or missing pieces the device associated with this report was returned to depuy synthes for evaluation. Visual inspection found signs and evidence of heavy usage and wear all over the device. A functional test was performed with a lab sample mating broach, the handle was not able to lock the mating broach, additionally the locking lever does not tighten confirming the loose allegation. The observed condition was consistent with heavy usage over the years of service, nothing indicative that the device was misused. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the [corail2 anterior broach handle] would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.